Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). T- wave oversensing identified leading to inappropriate shock.

Event description:
It was reported that the patient received an inappropriate shock. The physician questioned a possible lead brake or other abnormalities. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.